Manufacturer narrative:
A philips field service engineer (fse) was scheduled to inspect the system onsite to check the power supply. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the table and angiography system were locked, with multiple alarms logged on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.